Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed a pocket infection one month post implant. The pacemaker and the leads were explanted on (B)(6) 2018. The system was replaced on (B)(6) 2018. The pulse generator was sterilized and reused. New leads were implanted. The patient's condition was stable.